Event description:
Received an article titled "experience with a novel custom-made fenestrated stent graft in the repair of juxtarenal and type IV thoracoabdominal aneurysms" that was published on the journal of vascular surgery in march 2014. The study consisted of the design of a recently developed custom-made fenestrated stent graft that in theory confers advantages when managing anatomically challenging aortic morphology. The study involved 20 patients from 2011 through 2012. Per the study, seven patients had endoleaks.

Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, deployment of the fenestrated anaconda stent graft system was technically feasible in cases with anatomical complexity. Per the study, this was facilitated by the unsupported and repositionable main body, as well as antegrade cannulation of target vessels early on in the procedure when the system is still under the operator's control. Per the study, short-term results are encouraging in terms of endoleak, target vessel, and iliac limb patency rates. Associated files: 1219977-2015-00024. 1219977-2015-00026.